Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received battery failed alarm during normal use. The customer¿s blood glucose level was 121 mg/dl. The customer stated that there was replace battery now alarm. The customer stated that battery cap was not missing or damaged. The insulin pump will be returned for analysis.